Manufacturer narrative:
(B)(4). Date sent: 04/02/2012. Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflations? Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Was not noticed. Were you able to identify where the leak was coming from? Universal seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Grasper 5mm. Was any torque being applied to the trocar or device? No. The analysis results of the sleeve of the device and was found in good visual condition. The device was functionally leak tested and failed. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. We have documented the circumstances as they were reported to us. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, there was loss of pneumo because of leakage. Unknown how case was completed. There were no adverse consequences for the patient.